Event description:
It was reported that a noise was emitting from the pump of the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the noise complaint and found the fiber optic cable to be slightly touching the system fan. The fse rerouted the fiber optic cable and the noise ceased. There was no harm to fiber optic cable. The fse performed the full calibration. The unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a